Event description:
It was reported that while performing another repair, the cs100 intra-aortic balloon pump (iabp) units helium cylinder icon not showing on display. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer reported that while performing a repair to an unrelated issue, an issue with the helium cylinder icon not showing on the display of the cs100 intra-aortic balloon pump (iabp) was encountered. The getinge fse that encountered the issue reported that the high pressure transducer (part no : 0682-00-0079-01) was found defective whereby a quotation was submitted to the customer for approval. The fse later reported that there was a communication with the customer in which the fse was informed that the customer had made arrangements and repaired the iabp unit themselves. They have not informed the fse the source from where they had arranged it or who performed the repairs. A preventive maintenance (pm) was completed on a later date. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.